Manufacturer narrative:
Based on the investigation carried out, the complaint has been confirmed. It was found that the unit in question had a pinhole present. The cause of this pinhole is unknown as all balloon catheters manufactured within creagh medical are 100% inspected and leak test to detect this particular defect type. Units are inflated and brought their specified rated burst pressure in order to confirm that units can withstand this pressure and that no defects arise during this inflation process. This unit was manufactured according to the correct validated process. All of the batch documentation and sub assembly documentation was reviewed and no issues were noted. The material and components used in this device were determined to be consistent with all materials used in the manufacture of all passeo-35 hp products. Review of the manufacturing records for this lot revealed no issues. Product is 100% visually inspected for defects. All operators that worked on the batch question were fully trained on their respective work steps. No unusual anomalies were noted in the fallout from this batch. Based on this analysis and the recreation of this type of failure within the test laboratory indicates a device use issue rather than an issue with device itself. In that units are inflated in water a pinhole such as the one seen in this unit would easily be detected and noted by the visual inspectors. The complaint is confirmed as a pin hole as this was evident on returned unit but it is thought that use error contributed to event.

Event description:
The passeo-35 hp 10/40/75 product leaks during inflation time.

Manufacturer narrative:
Based on the investigation carried out, the complaint has been confirmed. It was found that the unit in question had a pinhole present. The cause of this pinhole is unknown as all balloon catheters manufactured within creagh medical are 100% inspected and leak test to detect this particular defect type. Units are inflated and brought their specified rated burst pressure in order to confirm that units can withstand this pressure and that no defects arise during this inflation process. This unit was manufactured according to the correct validated process. All of the batch documentation and sub assembly documentation was reviewed and no issues were noted. The material and components used in this device were determined to be consistent with all materials used in the manufacture of all passeo-35 hp products. Review of the manufacturing records for this lot revealed no issues. Product is 100% visually inspected for defects. All operators that worked on the batch question were fully trained on their respective work steps. No unusual anomalies were noted in the fallout from this batch. Based on this analysis and the recreation of this type of failure within the test laboratory indicates a device use issue rather than an issue with device itself. In that units are inflated in water a pinhole such as the one seen in this unit would easily be detected and noted by the visual inspectors. The complaint is confirmed as a pin hole as this was evident on returned unit but it is thought that use error contributed to event.

Event description:
The passeo-35 hp 10/40/75 product leaks during inflation time.